Event description:
The wife reported that the patient was hospitalized due to low blood glucose. The customer's blood glucose level was 30 mg/dl. The wife reports that the ambulance came and gave him a glucose shot and went to hospital for couple of hours.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.